Manufacturer narrative:
A steris service technician visited the hospital and inspected the table. The technician found that the table's power supply had failed because the voltage selection switches were broken. Because this table did not include the motor battery option which allows a table to operate if the wall power supply is interrupted or terminated, table operation stopped when the voltage selection switches broke. The service technician replaced the voltage selector and the table was returned to service. The user facility indicated that they would order the motor battery and will have the steris technician install it upon receipt.

Event description:
The user facility reported that a patient was on a surgical table being positioned for surgery when the table stopped functioning. The surgery was cancelled; no injury to either the patient or hospital staff was reported.